Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The field service engineer (fse) checked the significant log and confirmed the error code. The fse replaced the cpu pcba and motor controller pcb. The fse updated serial numbers and operational time. Performed full performance verification the motor controller (mc) pcba was return for analysis and an investigation was performed. Root cause: the cold solders on the resistor leads in the ls1 buzzer generated the error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported backup alarm failed error code. It is unknown if the unit was in patient use at the time of the reported issue.